Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that medication was leaking beyond the top of the syringe barrel. To support the investigation, one unpackaged sample was received for evaluation by the quality team. A visual inspection was conducted, and no defects or imperfections were identified. The sample was subsequently tested for leakage and successfully passed all checks. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported medication is leaking beyond the top of the syringe barrel. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported leakage. Event description: material#: 302830, batch#: unkown. This customer has the following. 60ml syringe (301036) and an optima injector (515052) - contains very dry small number of remnants of methotrexate 20ml syringe (302830) and an optima injector (515052)- contained very dry small number of remnants of doxorubicin they are stating that both syringes, medication are leaking beyond the top of barrel of syringe. With the 60ml syringe the medication actually leaked right out the back end causing a spill they have had these for a while and did not report this to me, therefore we do not have the following information, so please do not send an email asking them no lots of numbers no date of occurrence. There was no harm to patient. Thius caused a cytotoxic spill. This caused medication to be wasted.